Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons responded properly. However, moisture damage was found at the keypad traces. No display anomaly was noted. The insulin pump powered up properly after battery installation and all operating currents were within specification. No failed battery test alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked display window, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 100 mg/dl. Customer stated that the pump stopped working last night. Customer tried to take insulin and she hit the up button, but the numbers started scrolling. Customer took the battery out of the pump and received a failed battery test. Customer is not able to clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.